Event description:
Reportedly, an issue had occurred during the transfer of the remote monitoring report: transfer was properly performed by the center; however, it was not appear on the screen of the site.

Event description:
Reportedly, an issue had occurred during the transfer of the remote monitoring report: transfer was properly performed by the center; however, it was not appear on the screen of the site.